Manufacturer narrative:
(B)(4). Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. The drive support disk was inspected and no anomaly noted. Pump passed the dat test at 0.0874 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 54 mg/dl. Customer's other blood glucose value was unknown. Customer reported that the customer alleging possible pump over delivery. Customer stated that the drive support cap was flush. The customer did not provide details regarding symptoms of high blood glucose. The customer was treated with food. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.